Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip is fractured. The device has been cycled twice. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implanting a juggerstitch, the tip of the setting tool was broken. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.